Manufacturer narrative:
The user experienced hypoglycemia requiring evaluation in the emergency department while using the ilet. This situation can result in acute symptoms requiring medical evaluation and is consistent with the reported ER visit. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date, with appropriate reduction and suspension of insulin delivery in response to falling glucose levels and corresponding alerts. The user was able to self-treat with oral carbohydrates and did not report loss of consciousness or seizure. Based on available information, the event was not attributed to device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 23-dec-2024 it was reported that on (B)(6) 2024 the user experienced a hypoglycemic event with a reported blood glucose of approximately 56 mg/dl, resulting in an emergency room visit. The user self-treated with oral carbohydrates and was evaluated in the emergency department. The user was released the same day and recovered with no long-term health effects reported.